Manufacturer narrative:
This report is being initiated following an FDA field audit and a review of our complaint file.

Event description:
Our (B)(6) distributor reported that a tissue expander had a small leak after a few days of expansion. The tissue expander was replaced by the surgeon in (B)(6) and the treatment was completed.